Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the patient had been inappropriately shocked for noise that was oversensed on the right ventricular lead. No changes or interventions were reported. The patient was in stable condition.